Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a deformed stopper. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "customer also returned 1 sample with the deformed rubber stopper."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: two photos along with physical samples were provided to our quality team for investigation. Upon visual inspection of the photos and physical samples, a hair was observed inside the syringe barrel, a transparent substance can be seen in the tip of the syringe, and it was noted the stopper was not properly assembled, partially detached from the plunger. Further evaluation identified the substance in the syringe tip to be silicone which is used during the lubrication process. A device history review was performed for the reported lot 2107092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a deformed stopper. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "customer also returned 1 sample with the deformed rubber stopper."

Manufacturer narrative:
Correction: the following field was incorrect on the original MDR due to additional information. The date should have been: g4: date received by manufacturer: 21-jun-2022.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a deformed stopper. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "customer also returned 1 sample with the deformed rubber stopper."